Event description:
Patient presented with low impedance. No issues were seen in x-rays per the physician but x-rays have not been reviewed by the manufacturer to date. It was noted that the patient has not had any trauma or manipulation to the device site. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's lead and generator were replaced. The explanted suspect device has not been received to date. No further relevant information has been received to date.